Event description:
It's not just one date that doesn't occur because it's been multiple. We have the freestyle libre of three and three of the sensors have been faulty and with six days remaining four days remaining and another four or five day remaining and the sensor stopped giving me a notice saying you have to replace it because it stopped working because of continuous when I realized my blood sugar was dropping I shut it off, my sugar head bottomed, and we didn't understand why my sensor wasn't working and alarming me that my sugar was dropping until I realized that it had shut off I'm a 69-year-old woman with type two diabetes and I'm blind so it took a minute for me to figure it out. Somebody had to tell me. Pt code: 1905. Device code: 1535. Ref reports: mw5182764; mw5182765.